Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she attempted to bolus and noticed the down arrow button was not responding and then the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 135 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.